Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a seizure due to high blood glucose and dka. Advise caller to take customer back to emergency room. Caller stated that they were unable to remove the insulin pump battery cap. Called customer back trying to obtained more information about the high blood glucose and customer stated that he will call back since he is hospitalized. Nothing further was reported.